Event description:
Patient reported "I had surgery due to implant rupture". This record is for the left side. Device was explanted and it will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.